Event description:
It was reported that revision surgery was performed due to femoral loosening and infection.

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The use of these devices in conjunction with a competitor's femoral stem constitutes an off-label application.